Manufacturer narrative:
H10: h3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that when the quantum was being tested, a f4 error was found. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.